Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. The insulin pump received with cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked belt clip slot, minor scratched display window and missing end cap sticker.

Event description:
It was reported the customer's buttons and keypad were unresponsive. Customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.